Event description:
Covidien received information from a customer stating that, during a procudure, the physician noticed the cuff on a tracheostomy tube deflated. The tube was replaced with another tracheostomy tube as a result of the reported incident. There was no reported patient injury.

Manufacturer narrative:
The customer disposed of the device. Though asked, the customer did not provide the lot number; therefore, the date of manufacture cannot be determined.(B)(4).